Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was found the fan did not rotate. The probable cause of the customer's reported event was a broken fan. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during battery reconditioning, a s233 (overtemperature-psc) malfunction alarm code was noted. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.